Event description:
The customer reported an inability to obtain a 12 lead ECG during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to obtain a 12 lead ECG during a pt event. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.